Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: due to disconnection in cable unit, noise occurs, no image is displayed, cable unit is depressed, water tightness is lost. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, noise occurs, and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
It was reported that the subject device experienced interference in the picture when cable moved. The issue was identified during service/ maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.